Event description:
It was reported that on april 28, 2022, the patient underwent a tha surgery for oa. The surgeon performed final rasping using the broach and then moved on to a procedure using a trial device. When the surgeon tried to attach the neck segment to the neck of the broach, they did not engage well. The surgeon removed the broach once and tried to engage the broach and neck segment at the outside of the body, but it was also difficult to engage. The neck segment was forcefully pushed into the broach, and the neck segment and broach could not be separated this time and was finally separated using elevators. The surgeon gave up using the neck segment and used another product for a trial procedure. After that, a real implant was inserted, and the surgery was completed successfully within 30 minutes delay. After surgery, the products in question were checked, and a scratch was found on the neck of the broach. Again, the neck segment did not engage smoothly with the broach. Since the scratch did not seemed to be observed at the time of the preoperative inspection, it is considered that the cause of the scratch on the broach was the broach handles used in a rasping procedure. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for investigation. After visual examination of the piece, it was identified that the post of the device was scratched. Additionally, a functional test was performed with its mating device the corail amt neck seg 135d std (p/n: l94005, lot: so2044134) to evaluate the unable to assemble condition reported and the broach cannot be fitting into the neck segment due to the post of the broach corail is scratched, therefore, the allegation is confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.